Event description:
It was reported via repair work order that the he lift was elevated and would not lower due to the lift coupler being stripped out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.